Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a lead. It was reported that preoperatively, the lead was identified as having its outer sheath disconnected from the proximal end of the lead thus exposing the internal wire. The lead wrapping was detached from proximal end. The rep inspected the lead and found to be out of specification. To resolve the issue, another lead was grabbed off of the shelf and used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.